Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported user alleged the insulin pump was over delivering insulin due to blood glucose goes down rapidly. Customer has been using insulin pump system within 48 hours of reported low bg event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with glucose tablets. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.